Event description:
It was reported to medtronic neurosurgery that allegedly a strata valve taken off the shelf was leaking.

Manufacturer narrative:
The valve was patent and passes siphon testing. However, it did not meet specifications for reflux or leak testing as there were tears in the side and top of the delta chamber. It is unk how or when this damage occurred. The device met all requirements for pressure/flow and pre-implantation tests. The instructions for use that accompany the device caution that care should be taken in handling the valve as silicone has a low cut and tear resistance. It is also suggests that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the mfg records showed no anomalies. No impact to the pt was reported.